Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the pressure and vacuum transducers cable (0682-00-0091-01). Replaced the parts after checking device and going over the results. The parts were replaced as a precaution. Verified unit calibrated and passes all functional and safety tests per factory specifications. The reported problem was not duplicated or verified. Going to let this device run for the next few days at 130bpm. After running this device for 5 consecutive days and ambient temp reading below 72f. Device is being returned to service.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) units system overtemperature alarm. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units system overtemperature alarm.